Manufacturer narrative:
This device is intended for treatment, not diagnosis. The present t-pal trial implant was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Our analysis of the material shows that the broken surface is homogenous and conforms to our specifications. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information, we are not able to determine the exact cause. The complaint condition is likely the result of strong hammering during the surgery led to the breakage of the t-pal trial implant shaft tip. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery on (B)(6) 2013, reportedly the t-pal large trial implant broke. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.